Event description:
It was reported that this pacemaker device exhibited a decrease in pacing impedance measurements and threshold values since few months now. The patient had no reports of trauma or any changes. All other lead parameters were stable and within normal range. There was no evidence of noise. This device remains in service. No adverse patient effects were reported.